Manufacturer narrative:
It was documented in the initial medwatch report that there were three devices involved in the same event. During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was an adapter device and five additional drill bit devices (a total of six additional devices) involved in the same event. Therefore this device represents 2 of 9 devices involved in the same event. UDI - (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. The lot/serial number was documented as unknown in the initial medwatch report. The serial number has been received ((B)(4)) and has been entered of this supplemental med watch report. The previous report stated the date of manufacture (dom) was unknown. The dom (sep 13, 2012) has been updated to reflect the date the device was manufactured. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. It was noted; however, that the color marking on the coupling head was partly worn due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 3 for the same event. It was reported from (B)(6) that during a surgical procedure for a tibial diaphysis fracture, it was observed that the drill bit device stopped moving during the insertion of distal side locking using a radiolucent drive device and a battery handpiece device. It was reported that when the devices were checked on the instrument table, it was observed that the radiolucent drive device was spinning around. As a result, the side stopping was inserted manually. It was reported that there was a 20 minute delay in the procedure due to the event. It was not reported if spare devices were available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.